Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen. No data was provided for evaluation. Confirmation of the reported inaccuracy could not be determined. A probable cause could not be determined. No additional event or patient information is available. The reported glucose values fall within the d zone of the parkes error grid.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An externa visual inspection was performed an the inspection passed. Voltage testing was performed and the test passed. Data was received for investigation. Functional testing was performed and the test passed. Data was reviewed from the bin file and there were no issues related to the customer complaint. The reported inaccuracies was not confirmed. The probable cause could not be determined.